Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported. The medium-large clip applier instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted donor hepatectomy surgical procedure, the medium-large clip applier instrument could not apply clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use and there was no damage found. The instrument could not apply the clip over the vessel, the clip was not locking. There was no allegation of misapplication of a clip or non intuitive motion. There was no allegation of loose cable. There was no patient injury. The large hem- o- lok clips were used.